Event description:
It was observed during the device inspection, the gastrointestinal videoscope had tip cover burned and tip main body burned. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.